Event description:
This rv lead was capped and replaced on (B)(6) 2018 due to high impedances. The ra lead was capped at the same time due to noise. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.